Event description:
Report received indicated that a stent fracture was present. A 7x18 palmaz genesis stent was implanted in the left renal artery in 2003. During a lower extremity angiogram in 2007, an incidental finding was made. The palmaz genesis stent was separated in two pieces. Per report, half of the stent was dangling in the ostium of the left kidney and the other half was in the kidney. Another palmaz genesis stent was used to tack up the portion of the stent in the ostium. The patient was asymptomatic and blood flow was not restrictred. No additional patient, vessel/lesion or procedural details were provided. The exact location where the stent was initially deployed is unknown. It is unknown if the vessel is tortuous. Films of the index procedure and the subsequent angiogram are not available.

Manufacturer narrative:
The stent was not returned to cordis for analysis as it remains in the patient. A device history record review cannot be performed, as the lot number was not provided. Factors that contributed to the reported even cannot be determined with the information provided.